Event description:
Approximately two years and five months post index procedure, the pt developed acute heart failure due to cardiac shock and was brought to the hospital as an emergency. A coronary angiogram was conducted and thrombus was observed in the implanted cyphers, as well as in right coronary artery and left circumflex. The left circumflex was a de novo lesion. A bare metal stent (unk product) was implanted in the right coronary artery. To treat the thrombus, aspiration was conducted under iabp, plain old balloon angioplasty was conducted in the cypher stents. The flow was recovered, but the condition was still bad and the pt passed away. The target lesion was the mid to distal left anterior descending. The vessel was a type c, de-novo, eccentric, bifurcated and calcified lesion. The lesion length was about 30mm and vessel diameter was 3.0mm. The pt went in for an elective case in 2005. The lesion was pre-dilated with a 3.0 x 20mm balloon at 6 atms for 90 seconds. A 3.0 x 23mm cypher stent was implanted at 12 atms for 30 seconds. Then a 3.0 x 18mm cypher stent was implanted at 16 atms for 30 seconds distal to the first cypher. The lesions were post-dilated several times with a 3.0 x 20mm balloon at 16 atms for 30 seconds. The residual percentage of stenosis was 0 and timi flow grade pre and post procedure was 3. The physician commented that the cause of the thrombotic event was because the pt stopped anti-platelet medicine due to a busy life style and a myocardial infarction occurred at in the left circumflex. The cause of the death was heart failure. The pt's medications included the following: aspirin, ticlopidine hydrochloride and heparin.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated MFR report number is 9616099-2007-00800. Add'l info will be submitted upon 30 days of receipt.